Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient was in the hospital on monitors and coded with a torsades rhythm that degraded into fine ventricular fibrillation (vf) and the device did not detect as vf. The patient then required external defibrillation. Reprogramming was attempted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.